Event description:
Reporter thinks water went into pt's device, but she is not sure. Pt's blood glucose has been running low, and the caller is suspicious that the problem may be due to water in the device. No error messages were generated by the device. No treatment was received. Pt switched to their back-up device and now all is ok.